Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that skin graft mesher would not advance the derma carrier. There were no adverse events reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections were updated/corrected: date of report, device identification, concomitant medical products, date received by MFR, type of report, follow up type, device evaluated by MFR, device manufacture date, evaluation codes and additional narrative. On (B)(6) 2018, it was reported that the unit was not working. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the device needed repair and the damaged comb was replaced. This is not a related issue. Product review of the skin graft mesher on (B)(6) 2018 revealed that the calibration was out of specifications however, the device produced a passing sample mesh. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, damaged comb, and roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review the device produced a passing sample mesh. However, the calibration was out of specifications and the roller, comb and roller gear were damaged. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review the device produced a passing sample mesh. However, the calibration was out of specifications and the roller, comb and roller gear were damaged. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.